Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that revision surgery occurred due to acute dislocation. Intraoperative metallosis was discovered with necrosis and avulsion of gluteus, medius and piriformis tendon.